Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous antebrachial vein. A 5.0x100,75cm mustang¿ balloon catheter was advanced to dilation. There was no kink prior to use and no resistance was encountered during the procedure. However, on the first inflation at 15 atmospheres, the balloon ruptured. After being inflated for 60 seconds. The device was completely removed from the patient's body. The procedure was completed with a 035 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.